Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple malfunction alarms occurred. Reportedly, the malfunctions were cleared and the customer continued using the pump for insulin therapy. Customer¿s blood glucose level ranged from 324-325 mg/dl.